Event description:
The customer reported that they received an erroneous result for one patient sample tested for ion selective electrode (ise) sodium. The customer initially ran the sample and received an instrument error with no value. The sample was automatically repeated and resulted as 154 mmol/l. The 154 mmol/l value was reported outside of the laboratory. The sample was repeated since the customer was receiving many erratic control results. The repeat resulted as around 6000 mmol/l accompanied by a data flag. The sample was repeated a second time on another integra 400 analyzer (serial number (B)(4)) and resulted as 141 mmol/l. The 141 mmol/l value was considered to be correct and a corrected report was issued for this value. The patient was not adversely affected by the event. The sodium electrode lot number was (B)(4) with an expiration date of 01/27/2012. The customer discovered that the dosage syringe was loose on the instrument. The customer tightened the syringe and then repeated quality control. The repeated quality control was within range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.